Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. It was unknown that how the customer treated high blood glucose. It was unknown that the insulin pump was on auto mode at the time of incident or not. The customer reported insulin flow block alarm. The customer stated that insulin exited and rewind was completed. The customer declined further troubleshooting. No further patient complications were reported. Troubleshooting was not performed and the customer will continue use of the device.